Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis revealed that the lead was fractured at 14.3 cm to 17.8 cm from the end of the connector pin where the lead was compressed and both distal and proximal insulations were broken. This type of crushing is consistent with damage caused by clavicle crush. Since the distal insulation was broken the coils could contact each other causing the reported noise, low impedance and oversensing.

Event description:
It was reported that the right ventricular lead exhibited less than 200 ohms impedance and oversensing. The lead had clavicular crush. The lead was removed and replaced.